Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years 1 month post tavr procedure with a 26mm sapien 3 valve via transfemoral approach, the patient presents valve stenosis. No symptoms were provided. The patient is a renal dialysis patient with a gradient of 40 mmhg. The team tried to treat the valve with a non-edwards valve, however, they were unsuccessful. They plan to explant and redo. No additional information was provided.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed as a potential adverse event for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. For this case, the operators attempted to place a care valve in the stenosed sapien 3 valve but was unsuccessful. They now plan to explant the sapien 3 valve on a future date. The complaint description states, 'approximately 3 years 1 month post tavr procedure with a 26mm sapien 3 valve via transfemoral approach, the patient presents valve stenosis.' Additionally, the complaint description revealed the patient is 'a renal dialysis patient with a gradient of 40 mmhg.' It is well known that a patient with renal disease may increase the risk of valve calcification. When a heart valve becomes calcified, the leaflets become stiff (less mobile in opening and closing) and eventually lead to valve stenosis. While a definitive root cause was unable to be determined, it is possible that patient factors (renal disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.